Event description:
This report is against user facility medwacth # (B)(4)a copy is attached. The only information contained in this report is correction or additional information. It was reported that the patient was admitted to the hospital with complaint of a left hip fracture. The patient was sent to the emergency department after experiencing discomfort in regards to his lower extremities. The patient was consulted by an orthopedic surgeon for evaluation and management of the left hip and femur fracture. The patient had a previous fracture of the proximal femur that involved a procedure for an open reduction internal fixation of the left femur fracture in 2010. The patient was reported by family as not being able to walk since the previous fracture and basically just transferred. The patient was recommended to have a procedure to stabilize the femur fracture and make his transfers less painful. The patient had a procedure for removal of the implant plate and screws in his left leg femur area. Due to the complexity of the fracture and length of the procedure required a second orthopedic surgeon was present for the fixation of the comminuted, segmental femur fracture. The patient tolerated well. There was no report of a surgical delay. This report is for an unknown plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.